Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was found that the device is making a loud noise when being used with 14.4v li-ion battery, triggers are sticking, trigger components are worn, the coupling head is damaged, wires on the electronic control unit were damaged, and some internal components were worn. The assignable root cause was determined to be due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(4) that the small battery drive device made an irregular noise when turned on. During in-house engineering evaluation it was found that the device is making a loud noise when being used with 14.4v li-ion battery, triggers are sticking, trigger components are worn, coupling head is damaged, wires on the electronic control unit were damaged, and some internal components were worn. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.